Manufacturer narrative:
The device was explanted greater than 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.it was reported via the implant patient registry that this elite valve model 3300tfx19mm was explanted from the aortic position after an implant duration of nine (9) years and two (2) months for unknown reason. An intuity elite valve model 8300ab19 was implanted in replacement.

Manufacturer narrative:
Updated section a1 (patient identifier), a1 (date of birth), a3 (gender), a4 (patient weight), b5 (description of event or problem), b7, d4 (expiration date), h4 (device manufacturer date), h6 (component code), h6 (clinical code) and h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was not returned as it was discarded at site. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event cannot be determined; however, patient factors likely caused or contributed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this elite valve model 3300tfx19mm was explanted from the aortic position after an implant duration of nine (9) years and two (2) months due to calcific degeneration and rigid thickened leaflets leading to severe stenosis. No rupture or endocarditis occurred. Patient presented with dyspnea before the procedure. An intuity elite valve model 8300ab19 was implanted in replacement. Patient was discharged on pod #8 in a good clinical and hemodynamic condition, afebrile and with wounds in healing process.